Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post iliac artery angioplasty. Ten days later, the puncture site was infected and the pt underwent surgical intervention. The infected site was curetted and drained. Reportedly, the pt was in good condition.